Manufacturer narrative:
Concomitant product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer&#38112;representative (rep) regarding a patient receiving bupivacaine (19.1 mg/ml at 4 .931/day) and dilaudid (3.1 mg/ml at 0.8004/day) via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. Underinfusion was alleged. On (B)(6) 2015, there was a volume discrepancy where the actual residual volume (arv) was 18 ml, but the expected residual volume (erv) was 3.6 ml and on (B)(6) 2015, there was a volume discrepancy where the arv was 17 ml and the erv was 5.6 ml. The pump logs were checked and were normal. The patient experienced increased pain which was reported as gradual over the last couple of months as of (B)(6) 2015. It was stated that the patient didn't relate the increased pain to the pump since she had a "lot of personal stuff going on." The hcp planned to program the pump to minimum rate and treat the patient with oral medications. The rep later reported that the patient was set up for a catheter revision and dye study, but the rep didn't have date information. The patient has a high body mass index (bmi). She can completely flip the pump and twirls it often under her skin (right abdomen). A dye study was performed on (B)(6) 2015 and it looked like the catheter broke by the pump site as all the dye went right to/under the pump. The rep stated that the rotors on the pump were moving and looked fine so it was a 100% catheter issue. "She needs to have it fixed and he is considering moving it to the back when he does it." A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Analysis results revealed a break in the catheter body related to user actions.

Event description:
It was also reported that the intrathecal portion of the catheter was left in and closed off.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2015. It was noted that the pump was delivering bupivacaine (19.1 mg/ml at .917 mg/day) and dilaudid (3.1 mg/ml at 0.148 mg/day) . The hcp informed the rep that the patient was overweight and the pump was flipping in her abdomen. The patient would flip the pump herself and in doing so, the catheter became twisted. They lowered her dose and were going to start afresh once the new catheter was implanted and intact. The patient was originally going home, but the hcp decided to keep her so he could monitor her and slowly increase her pump. X-rays were performed. The catheter was partially replaced; the intrathecal portion was left in the patient and closed off. The pump was moved to the patient's back, an area where it would have less chance of flipping. The pump was sutured down. The patient's status at the time of the report was reported as alive with no injury and it was noted that the issue had resolved at the time of the report. Additional information received from the rep on (B)(6) 2016 indicated that the pump was still being used in the patient because after further investigation into the printouts, it was determined that there were numerous programming errors causing the volume discrepancies. Follow-up has been requested for the details of the programming errors that resulted in the discrepancies. A follow-up report will be sent if additional information is received.